Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission for a routine device check, post-sensed t-wave oversensing was observed. Upon review of the electro gram, the presence of post-sensed t-wave oversensing issue was confirmed and only one episode of the oversensing was seen. No programming changes were recommended due to the clinic inclining to continue to monitor the patient. No further information available.

Event description:
New information noted that the patient presented for an unrelated procedure. Upon review, intermittent post-sensed t-wave oversensing was still occurring on the implantable cardioverter defibrillator. The device was reprogrammed. The patient was stable throughout.